Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hearing random alert tones coming from their device. Upon interrogation, it was noted that the patient was hearing a magnet alert. The patient' was wearing a sweater that had a magnetic closure, which matched up with the time of the alert. The patient was told to remove their sweater. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to magnet response. If information is provided in the future, a supplemental report will be issued.